Event description:
It was reported that the customer had been hospitalized with dka and was in a coma. Troubleshooting revealed the pump was working properly. Explained the 2 high bg rule and recommend changing the set.